Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had bolus wizard issue. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that sometimes when using the bolus wizard it doesn't work if he goes 250 mg/dl and then he has to give a manual one. The customer was offered transfer to helpline but declined stating he will call them later.